Event description:
The customer observed a false positive result while using the architect stat troponin-1 assay. On (B)(6) 2012 a specimen (sid (B)(6)), from a patient coming from emergency room with chest pain, generated a initial result (at 1:40) of 1.182 ng/ml. The sample was retested and generated an error code (due to an aspiration error) but was tested again at 10:00 obtaining a result of 0.0001 ng/ml a second specimen (sid (B)(6)) was tested at 8:00 where a result of 0.000 ng/ml was obtained. The customer indicated they believe the elevated result was due to particulate matter in the specimen as the specimen had been centrifuged for 5 minutes instead of the 10 minutes as instructed in the package insert. The customer was retrained on proper centrifugation. There was no adverse impact to patient management reported.

Manufacturer narrative:
The product catalog number was updated on 07/31/2012, the corrected number (02k41-38) has been recorded. Evaluation: further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 14543un11, which met acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no malfunction and no product deficiency of the architect stat troponin-I reagent list number 02k41, lot 14543un11, was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.